Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer, with guidance, inspected and cleaned the pump for any obstructions, particularly the pneumatic tap area. The o-ring was removed from the pneumatic tap, and after cleaning, the customer successfully attached the cartridge and completed the loading process, allowing them to resume insulin delivery.